Event description:
Reported failure of the angio-seal device: patient underwent a lhc (left heart catheterization), rotational atherectomy of lad (left anterior descending artery), ptca (percutaneous transluminal coronary angioplasty) & des (drug-eluting stent) of lcx (left circumflex artery) chronic total occlusion, ptca & des of lad & diagonal, ivus (intravascular ultrasound) of target vessel, & closure of bilateral groins w/ angio-seal device. No procedural complications noted. After discharge home, the patient developed a cold & painful rt (right) foot. No pulse was found on exam. He required a mechanical thrombectomy of the occluded rt common femoral & proximal superficial femoral artery, & atherectomy for restoration of flow into the femoral-popliteal segment. In procedure findings, provider noted concern for angio-seal closure device failure.